Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called and mentioned that the patient needs a magnetic resonance imaging scan of their head. Patient rep mentioned that the patient no longer uses the implant, because the implant quit working and they could never get the implant adjusted properly. The patient rep was told that patient wasn't able to recharge the implant since 2022 to 2023. The patient was redirected to their healthcare provider to further address issue. The rep reported that there was no issue and the comment regarding never getting adjusted properly was never made and the rep does not understand that statement. The patient's family stated the device quit working around 2022-2023. No other issues were stated. The doctor called the next day saying patient no longer needed an MRI. The rep reported the pt's daughter said the device quit working, and the rep made the assumption that it had reached end of service (eos), but this was not confirmed. The rep noted that no actions will be taken and the device will not be returned.